Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer trained biomedical technician, one of the power supplies failed and a new power supply was installed. The defective power supply was recycled. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's manufacturer trained biomedical engineer, the service menu showed that power supply 2 had failed. The hlm was restarted and it failed again. The base was opened and both the power supplies showed 24 volts (v). The service menu was checked again and it showed that power supply 2 was working. The hlm was ran for 24 hours and worked with no additional issues. The user facility's biomedical engineer ordered a new power supply and will replace the power supply 2.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) alarmed and was operating on battery power even though the device was plugged in. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was a 30 minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist corresponded with the user facility's perfusionist regarding the incident she had with the heart lung machine (hlm). During cannulation (pre-bypass, but close to initiation of bypass) the hlm gave a message that she was on battery, but the system was plugged in and the outlet was checked and had no issue. She opted to exchange the hlm prior to going on bypass. This caused a 30 minute delay in the initiation of cpb. There was no harm or blood loss due to this issue.